Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure due to normal battery depletion (nbd), high shock lead impedance was identified on this right ventricular (rv) lead. Based on this finding, this rv lead was surgically abandoned, and a new rv lead was successfully placed. No additional adverse patient effects were reported.